Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a link break/suture retrieval issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional three proglide devices referenced are filed under separate medwatch reports.

Event description:
It was reported that suture placement in the mildly calcified right and left common femoral artery (rcfa and lcfa) was achieved with four proglide devices (two on each side) using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, prior to placement of the successful proglide sutures, there was no suture seen with plunger removal for four proglide devices in the lcfa. The evar procedure was performed, however, due to an issue with placement of a gore device, a cut down was required and proglide suture use was, therefore, aborted. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy due to the proglide devices.